Event description:
Alaris pc unit 8015 had electrical fire on three prong plug while in use in ICU. Electrical short where the 3-prong plug was caused fire to start. Nurse noticed issue and called for fire. Sedated and ventilated patient was relocated to another room. Patient was respirated with a manual bag resuscitator while the patient was moved to a new room and connected to a ventilator. Electrical plug was removed from wall by grasping cord from a distance. Hot and neutral prongs were left behind in receptacle. Fire extinguisher used to extinguish flame. Patient in adjacent room bed 15 was later relocated due to smoke and extinguishant in the air. No apparent harm to patient. Patient and infusion pump had returned from CT scan 30 minutes prior. Nurse did not notice any unusual about plug (bent or loose pins) when she plugged the infusion pump into the receptacle.